Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. During testing a hole was observed in the common carotid balloon. This resulted in leakage at the balloon and prevented it from inflating properly. It was stated the issue was found during preparation. However, the returned device showed signs of being used including blood on the main shunt body and balloons. Therefore, the exact cause of the balloon damage could not be determined. It is possible that the balloon was damaged while removing the device from its packaging or while handling the device. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that normal saline leaked from the balloon during the preparation. The physician replaced it with another product and the procedure was completed successfully using it. No injury was reported to the patient.